Event description:
Medical device company reported that the device failed to disengage causing a tear in the dura. The surgery was delayed as the dura was repaired. It was reported that the patient has recovered. Affiliate reported that the device and lot number was not available for investigation.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.